Manufacturer narrative:
(B)(4). This report is for a damaged set. Patient reported that when they took the cassette out they noticed that the cassette membrane was torn. In the absence of a sample to evaluate and/ or the customer describing a use error, baxter is unable to confirm this issue and determine a root cause. No trend was identified for this issue. Patient was able to resume therapy with new supplies. The assignable cause for the reported problem was undetermined.

Event description:
Product surveillance spoke with the home patient (hp) in spanish on (B)(6) 2011. The home patient (hp) reported that when he took the cassette out he noticed that the membrane was torn on the cassette. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.